Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory due to pocket infection. The device and electrode were successfully explanted. There was no patient adverse effects as the result of the procedure.